Manufacturer narrative:
The supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - no visible damage to the millar sensor or connector. 2 - catheter material and internal wires are cut 9cm from sensor case. 3 - at the cut site, catheter material is intact. Internal wires cut thru and exposed. 4 - no testing was possible. Mfg. Date: 5/22/13. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
E-mail received from the affiliate reported that: "zeroing error" indicated on the generator the next day after being implanted. The surgeon had to remove the sensor. No further action has been taken and no adverse event occurred on the patient". On (B)(6) 2014, the affiliate informed that the microsensor was not replaced with another one. They discontinued monitoring the patient.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.